Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: as surgeon was pulling endogia (purple load) stapler out of 15mm trocar, stapler reload caught distal tip of cannula, entire trocar pulled out of fascia. At that time, first assist noticed piece broke off from distal tip of cannula. X-ray was unable to find distal tip that broke of missing cannula in abdomen or on patient drape. There was no patient injury. The device fragment could not be located and a thorough search of abdomen and incision were conducted with no success in finding missing piece.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The trocar assembly was received. Visual inspection of the instrument noted there was a crack at the distal end of the cannula. The circular and envelope seals were intact. The expandable sleeve was intact. The subject dilator was inserted into each trocar with no binding or difficulty. An endo gia with a purple reload was inserted and withdrawn form the cannula without difficulty noted. The trocar passed an air leak test. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.